Event description:
Information received from vistakon's foreign affiliate. A patient contacted our foreign affiliate to report a corneal ulcer that required hospitalization. The ulcer was culture positive for candida albicans. The patient had been using 1 day acuvue contact lenses for about 18 months. The patient complained of a "bleary" right eye for one month prior to seeing an ophthalmologist. In 2006, the patient visited a clinic and was diagnosed with a corneal ulcer in the right eye. The patient was prescribed gatifloxacin hydrate, 0.1% sodium hyaluronate, ofloxacin ointment, 0.1% flurometholone and instructed to discontinue lens wear and return to the clinic every 2 to 3 days. The physician reportedly suspected a fungal infection, however, a "drip facility" was not available for the treatment of fungus in the clinic and culture was not taken. The treating physician reported 5/28/06, the patient wore contact lenses contrary to instructions. The next day, the patient was diagnosed with uveitis. The patient was prescribed oral prednisolone and famotidine tablets. Dosage and frequency not provided. The following day, the 0.1% flurometholone was switched to bromfenac sodium hydrate. There was no improvement to the patient's eye and the patient was transferred to another hospital for treatment and the patient was diagnosed with keratomycosis in the right eye ten days later. Seven days later, the patient's visual acuity in the right eye was 20/800 without correction. The corneal ulcer in the right eye was described as follows: size 3 mm. Location: 4 mm from center of cornea. Depth: corneal perforation. The same day, the patient was transferred to another hospital for amniotic membrane transplantation. A summary of the patient's care prior to that day, indicates the patient had been hospitalized for 61 days. The patient received ocular medication via a "drip" everyday during hospitalization. The patient has had 2 surgeries. The patient's vision has not recovered and the patient is expected to receive a corneal transplant. Prior to this event, the patient reported to have reused and napped in 1 day acuvue lenses and over wore lenses, contrary to the prescribed wear schedule. The patient is a pharmacist and worked in same building as the eye clinic. No additional info is available at this time.

Manufacturer narrative:
Device labeling single use or reuse.